Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets distal to the burette. The sets were delivering unspecified solutions in the operating room and post anesthesia recovery unit (pacu). The infusions were initiated and after an unspecified length of time, air was noted inside the tubing sets. It was noted that the valve in the burettes were reportedly open. The infusions were stopped and either the air was removed from the tubing sets or the sets were replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.